Event description:
The complainant reported during impella cp support for 71-year-old female patient, the patient underwent complex ventricular tachycardia ablation. There was challenging access and the activated clotting time (act) during the procedure was around 600 seconds. Prior to the repo sheath exchange, act was down to 350 seconds. Fifteen minutes post sheath change, there was bleeding noted from the access site. Bleeding was attempted to be managed with manual compression and pressure bandage. However, the pump was ultimately explanted since the bleeding continued. The access site required surgical closure to control bleeding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.